Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited isolated atrial undersensing due to out of range atrial intrinsic amplitude measurements (functional undersensing). Additional information was later received that out of range atrial intrinsic amplitude measurements continued to be observed. Review of the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel. Further review recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.